Event description:
The pt fell and fractured their radius proximal to the plate. The fracture was through the last screw hole on the plate superiorly. The surgeon attempted to replace the standard plate with an xxl plate but the styloid screw hole would not line up. All other distal screw holes were the same, but the styloid screw hole was off by about 2 mm. The volar tilt of the xxl was also different and the plate did not have the same tilt as the standard plate that was removed. A long plate was then placed on the distal radius and used. The volar tilt did match that of the standard plate, but the styloid screw hole was still off by about 2 mm. All other distal screw holes matched. The styloid screw hole was left empty and all other screw holes were filled. The surgery was extended by approximately 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.